Event description:
This was a lead extraction case conducted in the hybrid or to remove two medtronic leads (rv-5068, ra-5554, each 7 years old) due to a pocket infection. The rv lead was prepped and an attempt to remove the rv lead using a 14fr sls was made. The device became lodged in the curve of the svc, therefore, the physician changed to the 16fr. The movement inside the svc was difficult. The physician noticed the drop of blood pressure and the tee was used to confirm a cardiac tamponade. Cardiac compressions were started immediately. The physician restarted the laser within 10 seconds and completed the extraction of two pacing leads within 4 minutes. The physician performed a thoracentesis and drainage. Because recovery was not acceptable by that procedure, a surgeon was called and the surgeon started the sternal incision to the patient within 15 minutes. Fifteen minutes later, the patient was placed on an artificial heart-lung machine. Within 35 minutes, the surgeon noticed a 10cm tear in a mid-svc into the patient's chest. This tear was repaired, and the patient was moved to ICU. Patient was stable. The lot history record review showed no applicable issues or non-conformances.

Manufacturer narrative:
Device investigation summary: two sls ii catheters were received for evaluation (14f sls, cat. No 500-012, lot cjj11j21b23; 16f sls, cat. No. 500-013, lot ckk11f22d23). Both catheters met specification. No defects were identified.